Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced infusion set fell off on second day of insertion while playing due to tape not sticking event on (B)(6) 2026. The site of insertion was abdomen. No further information available.